Event description:
It was reported that the device won't work without ac adapter. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.

Manufacturer narrative:
Complaint evaluation: the device evaluated by the bench technician and the therapy pca (printed circuit assembly) is defective. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.